Manufacturer narrative:
No product has been returned for evaluation. Even though root cause cannot be confirmed, reporter believes either the drill bushings/guide tubes are bent or the guide arm is damaged. With no product or pictures event cannot be confirmed.

Event description:
As per the reporter during the implant procedure the drill wouldn't pass through the guide and then through the nail causing a delay in therapy. No patient harm reported.